Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 169 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated insulin continues to drip after motor stops during manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test and displacement test. However, the insulin pump alarmed prime during the prime test due to faulty force sensor resistor. We were unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to prime alarm. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.